Event description:
It was reported that in 2008, the patient went to the clinic for fitting. Testing was carried out which showed 11 electrodes with high impedances and the ground path impedance being indeterminable.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.